Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse noticed error 32100 while rotating universal surgical manipulator (usm)4 clockwise towards the hardtop. The fse removed wrist top cover and found wrist power being under tension at hard stop when fault occurred. The fse also removed wrist encoder to observe wrist power dislodged connector. The fse then reseated wrist top cover, reseated encoder and calibrated set up joint (suj)4 wrist. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted surgical procedure, after troubleshooting an blue fiber cable (bfc) issue, site was getting 32100 error on the universal surgical manipulator (usm)4. Site opted to stow/disable usm 4 as it was not needed that day. Site would like the field service engineer (fse) to look at the usm 4. The procedure was completing as planned with no reported injury.